Event description:
During index procedure, the patient had 1 endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. The following day, the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported mi was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation code results: inherent risk of procedure (myocardial infarction).